Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit had fault code #124 and #58 prolonged shuttle prs system failure, contamination found to pim and safety disk no blood infiltration but white substance found on both disk & pim. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information poc: (B)(4).

Event description:
N/a.